Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms during a routine hemodialysis treatment were reported. The operator also reported seeing what appeared to be a foreign substance in the arterial blood line. Treatment was ended without rinseback, resulting in an estimated blood loss of 190 cc. Nurse later reported the foreign substance was most likely air bubbles. No medical intervention was required.

Manufacturer narrative:
The cycler alarmed appropriately to the air in the circuit. The disposable cartridge was not available for eval. The exact cause of the air alarms cannot be determined. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the event with the operator. Nxstage medical considers this report closed. No add'l info will be provided.